Manufacturer narrative:
Product analysis no ancillary devices or images were returned with the device. No damage was noted to the catheter heating element/coil (photo 3). The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight (photo 5). Visual inspection of the returned catheter revealed one kink along the shaft; the kink was observed at approx. 58.5 cm from the distal tip of the device the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 30 ohms to 50 ohms) ¿ result = 39.8 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 112.3 ohms test 3. (Resistor 1) (specification: 19.21 to 19.99 k ohms) result = 19.61 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.08 k ohms) all 4 tests are within specification and passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message (photo 11-12). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of venous insufficiency in the anterior lateral accessory vein using the closurefast catheter, the vein did not close after the initial treatment. The catheter lumen was flushed prior to use. The catheter overheated to 150 degrees celsius, and the generator displayed an error message indicating that the treatment was stopped due to excessively high temperature. The error occurred within the first cycle of treatment. Compression was utilized. The physician started a cycle outside the body again just to check if the error occurs again and it happened. Tumescent infiltration and local anesthesia were utilized, and hand compression was applied. There was no parameters changed on the generator. Another catheter was used within the same procedure to complete the treatment. No patient complications have been reported as a result of this event.